Manufacturer narrative:
(B)(4). Assistance for event log review was offered but biomed mgr responded that they do not wish to sent logs or device to carefusion and do not desire any investigation assistance. We are unable to confirm the allegation of pt tampering because neither the logs nor the device will be returned.

Event description:
Biomed reported: "we had an incident with a two channel IV pump. Is there any way the data can be retrieved from this pump so that we may send the info to our risk services?" Biomed manager reported: "this is a situation in which it is known the pt re-programmed the pump. The pump is working as per MFR's specs. The pt is fine after certain steps were taken to counteract his own actions." Details of pt and event were requested but not provided. Customer is not willing to provide any further pt/event info.